Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned 95-6104 screw. The screw shows signs of use. The screw has fractured where the screw shaft meets the screw head. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tip of the screw broke when the surgeon was trying to insert the screw and secure the plate. No harm to the patient and the broken piece was removed. Surgery was successfully completed with other screws. Attempts have been made and no further information has been provided.